Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 59-year-old male patient was on an impella 5.5 for mechanical circulatory support. It was reported that the impella 5.5 had high purge flow and pressure issues. Heparin was added to the purge and the pressure resolved.

Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The pump was not returned for investigation. Data logs show a gradual 15-minute rise in purge pressure, which was reduced after heparin was added to the purge. The cause of the high purge pressure issue was most likely biomaterial, based on data log review. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ it also states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06827 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.